Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances were above 4,000 ohms on all of the bipolar pairs. The test was reran at 3.0v, and 0 and 2 and any combination with 0 and 2 measured from 1,965 to 2,912 ohms. The only good combinations were c and 1 at 707 ohms and c and 3 at 813 ohms. The representative stated that there was a good motor response on all four points, and they would disconnect from the implantable neurostimulator and retest the motor response. Pt info could not be obtained.